Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in the emergency room after a remote home monitor issued and alert for high out of range pacing impedance measurements for the right ventricular (rv) lead where the lead safety switch (lss) was triggered. The lss changed the polarity of the lead from bipolar to unipolar. Noise on the rv channel was also observed. It was noted the patient experienced syncope while in the clinic a few weeks earlier but at that time the pacemaker interrogation showed all lead measurements within normal limits. Boston scientific technical services (ts) was consulted and discussed that since the pacemaker system was implanted less than two months earlier a connection issue could be the cause of the high impedance and noise. Ts reviewed the remote home monitoring data and found high out of range impedance measurements from a month and a half earlier along with oversensing of noise leading to pacing inhibition of approximately two and half seconds. Ts suggested a chest x-ray. A revision procedure was performed where upon pocket opening it was noted that the rv lead was not fully inserted into the header of the pacemaker. A tug test was performed and the lead came out easily. The rv lead was tested on a pacing system analyzer (psa) with good measurement results. The lead was then reinserted into the header and the pocket was closed without any further issues. The rv lead and pacemaker remain in service and no additional adverse patient effects were reported.